Event description:
It was reported that the patient underwent the patient's second revision surgery of their left shoulder due to disassociation of implants. The cause of the disassociation is unknown.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01608. Medical products: item#: unknown, unknown 12 mm poly liner; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information upon reassessment of the reported event, it was determined to be not reportable as this is a duplicate report. This initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this is a duplicate report. This initial report was forwarded in error and should be voided.